Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service centre in france where it was visually inspected, and performance tested by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, previous investigations of similar complaints and our knowledge of the product. Results: performance testing of the complaint rd900 neopuff infant resuscitator revealed that no pressure issues were found. However, visual inspection of the complaint device revealed that the gas outlet port was damaged. Conclusion: we are unable to determine the cause of the reported event, as no pressure fault was found. The observed damage to the outlet port is likely due to physical damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should be noted that the subject device is over fifteen years old. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: - "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject rd900 neopuff infant resuscitator was repaired and returned to the customer after passing all the required safety and performance tests.

Event description:
A healthcare facility in france reported that a rd900 neopuff infant resuscitator displayed inaccurate pressure readings. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a rd900 neopuff infant resuscitator displayed inaccurate pressure readings. There was no reported patient involvement.